Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was damaged, specifically the cassette membrane was torn (details not provided). There was no patient involvement, patient injury, or medical intervention reported with this event. No additional information is available.